Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent upon completion of investigation.

Event description:
The event is reported as: complaint alleges: "samples were not formed correctly. The event caused occurred during test firing to use on pt. Another visistat stapler was used to continue the procedure." No pt injury reported.